Event description:
This rv lead was implanted on (B)(6) 2016. An email received on 07/01/2016 stating that low amplitude and high pacing threshold. The lead is sticky and hard to implant, low sensing and high threshold. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).